Event description:
As reported via the edwards clinical specialist, approximately 3 months s/p initial tavr, this patient experienced shortness of breath, heart failure, and a decreased ejection fraction (down to 20% from 45%) all thought to be due to severe paravalvular leak (pvl) found on CT and angio. The initial valve was too aortic in 80/20 position with severe leak. A valve in valve was performed, but the placement was too low due to ventricular shift on deployment. A third valve was deployed resolving this event ((B)(4)). Per the initial case summary, the right femoral artery (rfa) was accessed in standard surgical fashion after a failed percutaneous approach due to scar tissue. A 22fr sheath was inserted without incident. Root angio, and echo revealed a functioning 23 mm sapien valve with placement noted to be 80:20 too aortic and with severe pvl appreciated both anterior and posterior and trace central leak. The posterior jet was appreciated as a '1mm channel' per echo. Post dilatation was originally discussed, but after much discussion, due to the leak the 'channel' and concern over dislodging the 1st valve, a valve in valve was decided upon. A 23mm sapien was prepared, positioned 70:30 within the 1st valve and during deployment the valve shifted ventricular, resting in a 40:60 position. The pvl remained unchanged. In an effort to try to stabilize the 2nd valve a post dilatation was performed with an additional 1.5 ccs added to the atrion syringe. The pvl was unchanged, and a 1+ central leak was noted which was thought to be wire induced. The wire was withdrawn with just the soft tip across and valve function was observed via echo. A central leak was now noted to be 2+ with 2+ pvl; in addition a leaflet via short axis view was found to be partially impinged. Options were discussed to convert to surgery, explant the valves, and replace with a surgical valve. However, a 3rd valve was prepared, positioned and deployed exactly in the middle of the two implanted valves. The pvl reduced to 1+ and central was reduced to zero as per echo. There was an immediate response in this patient's pulse pressure with the diastolic pressure coming up by almost 20mm/hg from the pre-op baseline from 30 to 50. The guidewire was removed, the 22fr sheath was removed without incident and the rfa was closed in the usual surgical fashion. The patient was extubated in the or and left the room in a stable condition.

Manufacturer narrative:
Investigation for root cause analysis is in process. A supplemental will be submitted.

Manufacturer narrative:
Echo and cine imagery is not available for review by edwards lifesciences despite multiple follow up attempts with the site. Per the instructions for use (IFU) complications associated with the use of bioprosthetic heart valves include paravalvular leak and central leak. Some pvl is expected post deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. In addition, per the IFU, valve malposition is a known potential complication of the tavr procedure. Factors to consider when assessing for aortic valve malposition include the following patient factors, significant valve over-sizing (= 4 mm), severe septal hypertrophy, minimal valve/leaflet calcification, and preserved ejection fraction (ef). Technical considerations include improper image intensifier (I/I) angle (unable to view all 3 cusps in a plane), non-coaxial alignment of the guidewire/ valve/ delivery system, improper valve position pre-deployment, balloon inflation = 3 sec during deployment, or loss of pacing capture during deployment. The physician's undergo extensive training by edwards lifesciences in order to perform thv procedures. Training includes device preparation, approach, positioning and deployment, imaging, training manuals and proctored procedures. The physician's training manuals instruct the physician on the proper steps and techniques for successful valve deployment. There was no report of device malfunction that resulted in this event. In this case, the exact cause of the reported event cannot be determined; however, in addition to procedural factors it is possible that patient factors could have contributed to the valve movement resulting in the leak. It was noted by the edwards clinical specialist that the ventricular shift was thought to be due to a moderate chunk of calcium as well as pulling on the delivery system during valve deployment. In addition, it was mentioned, that on echo it was noted that a leaflet was partially impinged which could have contributed to the overall leak. There is no documentation of device malfunction. A complaint history for this type of event is reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.